Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the #3 key to be inoperable caused by a failed keypad. Evaluation observed the keypad buttons to either not register at all, or register multiple times, interfering with the mdl drug search. The failed keypad was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had a "3 key is stuck", which was clarified during baxter's evaluation as a repeated keypad output. It was reported that there was no patient intervention required.